Manufacturer narrative:
The device returned for investigation was visually inspected. During the visual inspection, it was found the spacer were missing at the distal tip of the device. The electrode showed extensive wear. The device showed evidence of charring at the distal end of the wand. The saline sheath was melted at the distal end and the shaft of the wand was partially melted and burned. A functional test of the device could not be performed since the device was in an non-operational condition as the device was observed to shorted out and did not activate. Saline delivery was not performed with the device due to the saline sheath that was melted which obstructed the saline flow. The root cause of the device failure (shorted wand and saline delivery damage) is believed to be due to an insulation failure. The root cause of the spacer damge could not be determined.

Event description:
During an arthroscopic procedure using a topaz microdebrider arthrowand, the physician reported the tip of the wand became detached and was lost in the pt. No pt complications were reported as a result of this event. Four devices were returned to MFR for investigation for this report. All four devices were reportedly used in the same procedure. The four devices were missing parts of the distal tip and the MFR cannot confirm which of the devices had detached in the surgical site. The results of the analysis for the add'l devices were reported in medwatch reports: 2951580-2011-00102, 00140, and 00142.